Manufacturer narrative:
A philips clinical specialist was brought into the matter and was able to isolate the configuration problem. The nurse restarted the system and changed alarms setting thresholds. No details were provided in regard to what the configuration issue was except that is was incorrect. The rse stated that it seemed as though there was not a malfunction of the alarm but limit threshold based on the call to the customer. It was confirmed that the issue was resolved by adjusting the configuration on the heart rate (hr) minimum and maximum . Not additional details were provided in regard to what the configuration issue was except that it was incorrect.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitoring system is not alarming for a heart rate event. The device was in use on a patient at the time of the event. There was no adverse event reported.